Event description:
It was reported that as soon as the device was changed on a ECMO patient, a blood leak from the gas exhaust port was noted. Blood loss was 1 unit prbc's. No delay in treatment was reported. ECMO - extracorporeal membrane oxygenation. (B)(4).